Manufacturer narrative:
The returned device was analyzed and an engineering-level longevity prediction calculation was completed to assess the rate of battery depletion. Given the programmed parameters and other data stored within the memory of the device, the results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Next, a series of diagnostic tests were conducted that verified the performance of sensing, defibrillation, and recording functions. Having met the engineering longevity prediction, functionally passed all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion.

Event description:
It was reported that during replacement of the right ventricular (rv) lead it was noted that the remaining longevity of the implantable cardioverter defibrillator (ICD) was less than nine months. The patient was dependent and reducing the output of the ICD in order to preserve some longevity was not an option. It was noted that the ICD had been programmed to a high output (value not provided) to ensure pacing capture while awaiting rv lead replacement. The physician elected to replace the ICD along with the rv lead. The ICD was returned for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that during replacement of the right ventricular (rv) lead it was noted that the remaining longevity of the implantable cardioverter defibrillator (ICD) was less than nine months. The patient was dependent and reducing the output of the ICD in order to preserve some longevity was not an option. It was noted that the ICD had been programmed to a high output (value not provided) to ensure pacing capture while awaiting rv lead replacement. The physician elected to replace the ICD along with the rv lead and it is expected to be returned for analysis. No additional adverse patient effects were reported.